Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced electrode migration. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well. The external visual inspection revealed the electrode was sliced along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.